Manufacturer narrative:
Citation: nascimento h et al. Tavi in tavi: new paradigm. Acta cardiologica. 2020; 75(2):172-174. Doi: 10.1080/00015385.2019.1569311. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old male patient with a medical history of severe aortic stenosis who underwent implant of a 29mm medtronic corevalve transcatheter valve. No serial numbers were provided. Immediately post implant, a mild paravalvular leak was observed because of its relatively low position in the aortic annulus. A few months later, the patient developed progressive heart failure and the paravalvular leak advanced to severe. The patient also has left ventricular dilation and moderate-severe left ventricular systolic dysfunction. A balloon post-dilation was unsuccessful, and ultimately a non-medtronic transcatheter valve was implanted valve-in-valve. No additional adverse patient effects or product performance issues were reported.